Manufacturer narrative:
Updated fields: b4, e2, e3, g4, g7, h2, h10, h11. Corrected fields: d10, e1(initial reporter name and email address) g1, g3, h3, h6 (type of investigation code). The full name of the initial reporter that is abbreviated in block e1 is (B)(6). Device not accessible for testing (4117): at this time, the customer cancelled their request for getinge to evaluate the iabp unit involved in this event, as the customer found the cause of the reported issue was caused by the helium tank gasket. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when additional information is provided and upon completion of our investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Type of investigation not yet determined : a supplemental report will be submitted if additional information is provided. The full name of the initial reporter that is abbreviated in is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not recognizing the helium tank and leaking. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.